Event description:
The customer's mother reported a button error alarm after the insulin pump was exposed to rain. The mother also stated that the insulin pump had a crack on the casing. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display. The insulin pump had a deep scratched display window.